Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient called in because her device is not helping her symptoms at all and she wanted to increase stim. Patient said her bladder is not emptying and she is getting up 4 times a night. Patient said she went to the doctor¿s office on (B)(6) 2020 and the pa said she increased stim but the pa didn't. During call patient services reviewed how to increase stim. Patient was able to increase stim to a comfortable level. Patient was advised to discuss changing programs if symptoms don't improve. On (B)(6) 2020 the patient called in again stating she has had a return of urges, a lot of leakage, and has to wear a pad again. Patient was unable to connect to ins prior to calling (because the communicator was plugged into power supply). Patient increased from 3.7 to 4.9 v on p2 during the call and felt comfortable stim. No further complications were reported or are anticipated.

Manufacturer narrative:
In MFR report #3004209178-2020-04120 the following information was reported: information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins is still "not working right" to resolve her symptoms. The patient stated her bladder is still not emptying and she is still having leakage at night (needs to wear a pad). The patient stated she increased last week. The patient increased during the call from 4.9 to 6.9 on p2 and feel comfortable stim in the correct area. The patient initially saw a communicator connection lost screen (because the communicator was plugged into the power supply). On (B)(6) 2020, the patient called back stating that the changes she made when she called on monday have not resolved her issues. The patient stated that she is still not emptying and still leaks at night. On the call, the patient changed from p2 at 6.9v to p3 at 6.1v. It was recommended that they follow up with their healthcare professional if this change does not help with her symptom control. No further patient complications are anticipated or expected as a result of this event. Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called in again and stated that the stimulation is still not working and it is terrible. The patient stated that both their urgency and frequency are bad. The patient stated that they tried program 4 and program 1 and they were unable to get relief on either so far. The patient changed to program 2 and increased to 4.0v on the call to where they could feel stimulation, and will monitor symptoms now that a change was made and will follow up with hcp if the issues don't resolve. Patient services also reviewed how programs work. No further complications were reported or are anticipated.